Event description:
A 87 yr old male on dialysis developed hypotension 20 minutes into a transfusion of red blood cells through the device. Transfusion was made through a jugular catheter. The transfusion was stopped and due to concern about acute lung injury and hypovolemia., 200cc bolus of saline was infused. Pt's blood pressure rose, and the transfusion was resumed. Blood pressure dropped and the pt became unconscious and was presumably resuscitated successfully. Pt had a rbc transfusion previously without incident and received another transfusion after reported episode without incident.